Manufacturer narrative:
Received used d1005 tego connector for inspection. Tego had cracks along the threads. The parts have no sign of flowlines, no void or defects and there is no sign of splay or crazing. The gate area is free of any signs of defect, no gate blush, or signs of jetting. No discoloration that would indicate fluctuation in processing temperature. No mating device was returned for evaluation. The complaint of cracks can be confirmed. The probable cause is unknown. It is unknown how the chemo could interact with the chemo body and if the chemo could lead to the breakage. The tego has not been tested to understand the durability with chemotherapy drugs.

Event description:
Eleven used devices were returned for investigation this captures the second of the additional 2 devices returned where cracks were observed.